Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 896 -897 mg/dl; cause was unknown. Customer addressed the elevated bg with a correction bolus via pump and also with a manual injection. At the hospital customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 8 days later, (B)(6) 2023 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that a malfunction alarm occurred. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.